Event description:
This is a reportable event because the patient received medication for intervention (4% hydroquinone) after experiencing erythema/pigmentation (normal side effects) from laser treatment.

Manufacturer narrative:
Treatment parameters were not within guidelines, but patient has healed from the erythema/pigmentation issue. There was no problem found with the laser.this is reportable because the patient was prescribed 4% hydroquinone as an intervention medication.